Event description:
As reported by the user facility; problem: needle stick injury. Nurse was stuck by needle. Nurse was stuck by needle in left hand, left third finger while gathering wrappers for disposal. The catheters safety feature failed - incomplete activation of passive safety clip. Nurse had blood work done in the ER, via hosp's protocol, standard procedure for needle stick injuries.

Manufacturer narrative:
(B)(4). B braun medical inc (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4) internal report (B)(4). The batch record was reviewed and there were no such defect encountered during final control insp. There were no other reports of this nature against this reported lot number. No adverse trends were identified during the complaint review process. The facility did report that the incident occurred while the nurse was gathering wrappers for disposal. It is possible that the needle clip was somehow manipulated and exposed the needle during the clean up activity, resulting in the needle stick injury. It should be noted that the introcan safety is designed to reduce the risk of needlestick injury. However, cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The actual device in the reported incident was forwarded to the MFR for further eval. A f/u report will be filed if add'l pertinent info regarding the investigation becomes available.